Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient successfully had an inferior vena cava filter placed in an infrarenal position via the left common femoral vein after diagnosis of pulmonary embolism. Approximately one year two months post filter deployment, during scheduled filter retrieval in the cardiac cath lab, guided fluoroscopy demonstrated the filter was tilted with the apex in a lateral position with perforation of the apex and filter limbs through the caval wall. No attempt was made at retrieving the filter, and the decision was made to leave the filter in place. Approximately one year three months post filter deployment, the jugular and femoral vein were accessed, and the filter was successfully captured and retrieved with the use of multiple devices. One day post filter retrieval, the patient had complaints of abdominal pain. CT scan demonstrated a hyperattenuating fluid collection in the region where the tip of the filter previously was. The patient was discharged home from the hospital two days later in stable condition. Image/photo review: based on the image provided, a tilted filter in the ivc can be confirmed. Based on the image provided, filter perforation of the ivc could not be confirmed. Based on the image provided, the number of filter limbs could not be counted due to poor image quality. Conclusion: the device was not returned. Images and medical records were provided. The medical records allege that guided fluoroscopy demonstrated the filter was tilted with the apex in a lateral position with perforation of the apex and filter limbs through the caval wall. Approximately one year three months post filter deployment, the jugular and femoral vein were accessed, and the filter was successfully captured and retrieved with the use of multiple devices. Based on the medical records and provided images the investigation can be confirmed for filter tilt. Additionally, based on medical records the investigation can be confirmed for perforation and difficult to remove. The investigation is inconclusive for migration as it was not identified in the images or medical records provided. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU(instructions for use) states: warnings/potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately one year two months post filter deployment for diagnosis of dvt and pe, during a scheduled filter retrieval procedure, guided fluoroscopy demonstrated the filter was tilted and the apex and filter limbs were extending beyond the caval wall. No attempt was made at removing the filter and the procedure was concluded. Approximately one year three months post filter deployment, the filter was successfully captured and retrieved with the use of multiple devices. One day post filter retrieval, CT scan performed for complaint of abdominal pain demonstrated a hematoma in the region of the previously located filter tip. The patient was discharged home two days later in stable condition.